Event description:
A customer in (B)(6) notified biomérieux of an internal system error after performing a manual back-up of the vitek® pc (reference w0452) associated with vitek® 2 compact instrument. The customer reported a manual back-up was performed because the end of day back-up was not available. No information was provided regarding if there was any user or patient impact. The customer indicated that all cards had to be setup again which caused a delay greater than 24 hours. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Biomerieux received additional information that this complaint was related to operator error, and there was no adverse impact to the end user or patient.

Event description:
A customer in (B)(6) notified biomérieux of an anomaly associated with the vitek®2 instrument. The customer reported an issue with results for one of the isolates not appearing on the vitek®2 instrument. The customer indicates probable operator error. No further issues were experienced.

Manufacturer narrative:
An internal investigation was performed in response to a complaint from a customer site reporting that results for two isolates tested on their vitek® system (v2s) #3 never appeared in the vitek 2 system software. 7th july - lab ID = 784694. 8th july - lab ID = 716709. Bci logs show that the isolates were received by v2s, but no result was sent back. There is no record of these isolates in the audit trail. The root cause of the customer's issue was not determined because the log files did not the contain dates of occurrence for the reported problem and no evidence of any cards or isolates matching the provided lab ids were found in the customer's database backup.